Event description:
It was reported that the patient's inflatable penile prosthesis device was not functional. The physician tried troubleshooting the device, but nothing resolved the issue. It was determined that there was no fluid in the system. All components were explanted and replaced without patient complications.